Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and identified the failure mode as multiple hardware. The fse replaced the ise sample syringe and reagent buffer syringe to resolve the issue. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer questioned ion selective electrode (ise) patient results for sodium (na), potassium (k), and chloride (cl) due to the generation of low anion gaps on cell 2 of their au5800 clinical chemistry analyzer. The customer also indicated they were failing quality control for chloride. The customer did not provide patient data or demographics. There was no report of change to treatment, injury, or death associated to this event.